Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As found through pre-decontamination evaluation observation, the sheath shaft was separated from the hub. As reported by the field clinical specialist (fcs), there was resistance between the axela sheath and ultra delivery system. Extreme push force was required, but the valve and delivery system were still stuck in the sheath. The team opted to trade out for an esheath and a commander to finish the procedure. The patient¿s access vessel was slightly questionable, with a spot of some focal calcium on the left side. The axela sheath went up with no issue, but when the delivery/valve were inserted, the physician experienced push force issues and was unable to push the delivery system through the sheath. The physician cut the sutures on the sheath, and pulled the sheath back. He attempted to re-advance the entire unit, but was not successful. He stopped before he kinked the delivery system, and requested an esheath and a commander to be used instead. The axela/delivery/valve were taken out as a unit and a fresh esheath was inserted. The esheath had no issues going in, and while there was some effort required to push the s3/commander through the esheath in the tight spot, the system went and we were able to deploy the valve successfully. The initial axela, ultra delivery system and valve were prepped standard for ultra. Access in the patient and sheath insertion were done in the same manner by the same advanced team that has done all the past ultra cases with no issue.

Manufacturer narrative:
UDI: (B)(4). Additional information indicates the sheath was hubbed into the patient and during delivery system insertion. The access angle was shallow. The valve became stuck in the sheath at the laser mark. The team was using extreme force to try and push/pull the valve and sheath to get through the access. A still photo of the pre-tavr CT was provided but did not show any useful characterization of the ilio-femoral system and descending aorta.  The returned sheath was fully inspected and found separated from the hub. A small section of outer jacket remained in the comnut. The outer jacket was torn at the fold approximately ½¿ in length and 1¿ proximal to the insertion marker. The outer jacket was stretched. Due to the condition of the returned device and nature of the issue (separated, torn), no relevant dimensional or functional testing was performed. However, during the initial (pre-decontamination) device evaluation, the delivery system and crimped valve were able to be pushed through sheath and the tip opened as designed. A device history records (DHR) review was performed  and did not reveal any manufacturing non-conformances that could have contributed to the complaint events. A review of the lot history revealed one other complaint for resistance with shaft separation. Investigation is ongoing.   A review of the complaint history from april 2018 to march 2019 for separation of the shaft from the hub revealed other similar complaints. No manufacturing non-conformances were found in the returned samples and no labeling or IFU inadequacies have been identified. A definitive root cause was unable to be determined, however, patient factors and/or procedural factors may have contributed to the complaint event. . During manufacturing of the axela sheaths, the device and its components are tested and inspected multiple times. The inspections and test described above support that proper inspections of the devices are in place to detect issues related to the complaint events. The edwards axela sheath IFU, edwards sapien 3 ultra thv system, device preparation manual, and edwards sapien 3 ultra procedure training manual were reviewed for guidance/instruction involving the axela sheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint was confirmed based on visual inspection of the returned device. Investigation of the device, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Training materials indicate that push force through the sheath can vary due to vessel diameter, tortuosity, and degree of calcification. Per complaint description ¿the patient¿s access vessel was slightly questionable, with a spot of some focal calcium on the left side¿. Similarly, when changed out the use of esheath and commander, the delivery system/valve also required additional effort to push through the esheath due to presence of a ¿tight spot¿ in the vessel. Calcification can interact with the sheath and prevent it from fully expanding to allow passage of the delivery system and can create challenging pathways that can increase resistance during device advancement. Per the information provided from the site, ¿they were using extreme force to try and push/pull the valve and sheath to get through the access¿. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) and/or procedural factors (excessive manipulation) may have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed, but no manufacturing non-conformances were found in the returned sample. Available information suggests that patient (calcification) and procedural factors (excessive manipulation) may have contributed to the events. No labeling or IFU inadequacies have been identified. A CAPA was previously initiated to investigate and address instances where the axela sheath shaft separated from the housing. This CAPA is in the investigation phase. In addition, a product risk assessment was performed in response to this type of complaint. No additional actions are needed at this time.